Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) was being replaced and the right ventricular (rv) lead became stucked in the header due to over torque. The rv lead had to be cut for it to be removed. Subsequently, a new rv lead was implanted and the replacement procedure was successfully completed. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) was being replaced and the right ventricular (rv) lead became stuck in the header as it was over torqued. The rv lead had to be cut for it to be removed. Subsequently, a new rv lead was implanted, and the replacement procedure was successfully completed. This pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The pacemaker was returned with the header removed and completely severed. A piece of right ventricular (rv) lead was attached to the rv portion of the header. The rv- terminal block was loose with the lead pin still inserted, and the retainer washer was missing from the rv- terminal block. There was dried body fluid in the screw's hex slot and dried body fluid in the threads of the terminal block above the screw, this body fluid did not allow the wrench to be inserted into the slot enough to make good contact with the set screw. The rv+ set screw hex slot was slightly damaged and appears to be in the down (tight) position. The retainer washer was deformed and pushed out. A torque watch was used to loosen the set screws and the piece of lead was easily removed from the terminal blocks. The cause of the set screw not loosening was dried body fluids filling the set screw slot. This prevented the wrench from being inserted into the set screw slot and prevented the screw from being turned. Therefore, the damage is deemed due to the environment outside of the device.